Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced infusion set not adhering due to tape not sticking event on (B)(6) 2026. No further information available.